Event description:
It was reported that at the beginning of the operation, the metal plate of the sonde fell off in the patient. Only a part of it could be removed. No patient injury was reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification shows extensive electrodes/screen wear with contamination/discoloration on screen and scratch/scuff marks on spacer and cap. The screen is completely detached but only partially returned. The insulation around the shaft is scratched but not compromised. There are no manufacturing abnormalities visually observed with the returned device. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the device was plugged into a known good controller system and activated in saline solution. The device produced plasma on the remaining stubs of the electrodes. The customer complaint was verified. A possible root cause for the reported event could be (1) reuse of the device (2) overloading and not adhering to the desired set-point (3) vacuum range for saline not in range. There were no indications that would suggest that the device did not meet product specification upon release into distribution.